Manufacturer narrative:
The investigation was completed on 25-may-2023. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30960969l and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a right ventricular outflow tract - (rvot) premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring a pericardiocentesis. During the procedure and ablation at the earliest spot in the rv, and after ablation had been completed, they were deciding to start closing and the patient pressure dropped. They then checked on intracardiac echocardiography (ice) for a pericardial effusion, as well as, the ultrasound machine, and confirmed that there was one. The physician and medical team tapped the patient's chest and removed 250 cc's of fluid. The patient is now in stable condition and will move to the intensive care unit. Injury was an effusion. It was discovered via the (patient symptoms) on the "narcis ice" to the chest and realized pressure was dropping. It was confirmed using the ice probe, they could see there was an effusion. The medical team tapped the chest and 250 cc's of fluid was removed. Patient is now stable. They did not need to incubate the patient and the patient will go into the intensive care unit for further observation. Additional information was received. The adverse event was discovered post use of biosense webster products. Physician¿s opinion on the cause of this adverse event was excessive ablation. Outcome of the adverse event was fully recovered (no residual effects). Patient required extended hospitalization because of the adverse event but unsure how long. Transseptal puncture was not performed. Prior to noting the cardiac tamponade, ablation was performed. No evidence of steam pop. The event occurred after the ablation phase. The flow setting for the irrigated catheter was 15ml/min. Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. Parameters for stability for the visitag module was 3mm tags. Min of 3mm, 3ms, 25% of force for 3ms. Color shown by impedance drops. No additional filter used with the visitag and other color options were used prospectively. In addition, the carto 3 system patient interface unit (piu) cart was pushed out of the way and two cables were damaged. First, the smartablate generator to remote cable (m490012) was damaged. Secondly, the dvi fo cable from carto 3 workstation to the secondary monitor on the piu cart (kt5400103) was damaged. 5m since the adverse event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it was to be considered serious and MDR-reportable. The cable damage issues were assessed as non reportable. The potential risk that it could cause or contribute to a death or serious deterioration in state of health was remote.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).